Event description:
It was reported that customer ran high blood levels of 565 mg/dl. Customer also reported multiple no delivery alarms. Assisted customer with troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.